Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant adjust belt / check belt / check te messages) was confirmed. As received, multiple cables were damaged and the belt failed the therapy electrode recognition test. Upon evaluation, there was a short inside the distribution node (dn) pca. The cause of the constant messages is the short. The cause of the short is a damaged yellow gel fire wire. The cause of the damaged wire is a damaged cable connecting the dn to the rear therapy electrodes (te). The root cause of the damaged cable is excessive force placed on the cable. No adverse event resulted from the broken wire.

Event description:
A us distributor contacted zoll to report that a patient was experiencing constant adjust belt / check belt and check therapy electrode messages.